Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented via merlin.net remote follow-up with the right ventricular lead exhibiting high defibrillation impedance. No device intervention was reported but programming changes were discussed. The patient will continue to be monitored.

Event description:
New information received indicated that the patient presented and clinic the defibrillation impedance remained high. Further testing showed no abnormalities and it was noted that the trend of the impedance was consistently high. Patient will continue to be monitored.